Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at (tubing to site connector), which cause the patient blood glucose elevated to 250 mg/dl. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.